Manufacturer narrative:
This MDR is part aa a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet with a steel cannula infusion set, with blood glucose readings around 330 mg/dl for approximately a day despite a recent set change and confirmed tubing fill, and without device alerts or visible leaks. Symptoms included elevated blood glucose. Outcomes included self-management at home with continued monitoring and hydration, and no medical intervention or hospitalization. Investigation included user troubleshooting, tubing flow verification with immediate drops observed, and a fingerstick confirmation aligned with sensor values. Investigation of this case revealed no device malfunction identified and no infusion set or tubing occlusion detected, while a concomitant albuterol inhaler was reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.